Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4). Total number of events reported: 11. 8- exair anterior3- exair posterior. (B)(6) 2015: report was delayed due to esg issue. Ticket #(B)(4) was opened on (B)(6) 2015 and not resolved until (B)(6) 2015.

Event description:
The patient was implanted with coloplast supris suprapubic and exair anterior mesh on (B)(6) 2010. Later the patient experienced vaginal bleeding, infection, dysuria, stress incontinence and urinary tract infection. Between (B)(6) 2010 and (B)(6) 2013 antibiotic therapy, clindamycin, diflucan and vagisil were prescribed.